Event description:
The customer reported obtaining several out of analytical range and suppressed oir hi (out of instrument range high) and oir lo (out of instrument range low) results for multiple patients, for cartridge chemistry (cc) involving unicel dxc 600 synchron system. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. The customer inspected the cartridge chemistry (cc) sample and cc reagent syringes and indicated the cc reagent syringe was easily loosened and contained a large air bubble. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the cartridge chemistry (cc) reagent syringe had a significant amount of air in it. The fse replaced the plunger and primed the syringe. There was no longer air in the syringe. The fse replaced the cc sample probe, as it may have had a clot in it. Blood urea nitrogen (bun) was able to be calibrated and quality control (qc) was within range. The unit conformed to the manufacturer's published performance specifications.